Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's wife reported via phone call that they experienced a high blood glucose due to an inappropriate threshold suspend activation. The customer's blood glucose was 600 mg/dl and sensor glucose was 74 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 80 mg/dl. The caller did not mention how the customer treated for the high. The caller did not mention any symptoms for the customer. The customer was wearing the insulin pump at the time of the incident. Troubleshooting was completed but did not resolve the issue. The caller mentioned the customer ate a lot due to the low alert received from the sensor. The sensor and the insulin pump will not be returned for analysis.